Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2020. The patient reported inaccurate cgm values that were 60 ¿ 100 mg/dl points different from her bg. The patient¿s cgm displayed 300 mg/dl with double arrows down. Her cgm went down to 50 mg/dl within 25-minutes so she called 911. While waiting for the paramedics, she ate fruit, drank juice and administered a glucagon injection. Her cgm till displayed 50 mg/dl so she performed a finger stick bg and it was 120 mg/dl. A repeat bg was performed and was 150 mg/dl while her cgm was 56 mg/dl. She was evaluated by the paramedics and told to follow up with her endocrinologist. No additional treatment was provided by emergency medical services (ems). Additionally, it was reported that when the first inaccuracy that was noticed, the cgm was displaying 290 mg/dl and the bg meter reading was 370 mg/dl. At the time of contact, the patient was in stable condition. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.